Event description:
The report received from the affiliate indicated that during a pta of a stenotic lesion in the abdominal aorta, the balloon burst circumferentially at six atmospheres, and could not be withdrawm. The proximal end of the unit outside the pt was cut off by the physician and the distal end was surgically removed from the pt. The pt is currently in stable condition. The lesion was moderately calcified and not tortuous. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. No additional info has been forthcoming from the reporting affiliate as yet. The product is available for evaluation and testing; however, it has not been received to date.